Event description:
It was reported that a malfunction alarm occurred. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting; however, customer did not respond.